Event description:
I took a pcr test on (B)(6). I received a positive result on (B)(6). I experienced no symptoms and had no exposure to anyone with confirmed covid 19 symptoms or test results. My immediate household received pcr tests on (B)(6). All of my household tested negative. Additionally, I received 3 additional pcr tests subsequent to (B)(6), all of which were negative; (B)(6). FDA safety report ID# (B)(4).